Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Additionally, the investigation found that the air/water tubes had foreign objects. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation the gastrointestinal videoscope exhibited that the air/water-tube has foreign objects. There were no reports of patient harm or patient involvement.